Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant on (B)(6) 2020, the lead was implanted smoothly and had good parameters. When the device was given to the physician the port screw inside the header kept on turning without making any sound to denote that it has fit the lead inside the header. When the physician removed the screwdriver out, the set screw came out along with the screwdriver from header. The device was not used and was replaced. The patient is stable.

Manufacturer narrative:
The reported complaint of the setscrew could not be tightened on the lead was confirmed. Analysis found the user of the torque wrench was incorrectly inserting the wrench into the inset of the setscrew. The incorrect wrench insertions caused the wrench to strip the inset. When the inset is stripped the setscrew can no longer be tightened. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench. The device was found electrically normal